Event description:
It was reported during a routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) gave a power-up test fail code # 12 message. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found power-up test fails code # 12. To fix this issue fse replaced front end board. Completed full calibration, functional testing and safety check to  factory specifications. Unit returned to the  customer and cleared for clinical use.